Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced a local infection, exposing the receiver/stimulator. The patient was treated with topical antibiotics and steroid (specific date and duration not reported); however, this did not alleviate the problem. Subsequently, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient with another cochlear device as of this date of report.